Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter was not found on the g5 application. Patient turned off their receiver and attempted once again to pair the transmitter to the g5 application but this failed. Patient inserted a new sensor with a new transmitter ID. Patient turned off the bluetooth on the smart device, opened the g5 application and was able to pair the new transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.